Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by fever and cloudy fluid. The cause of peritonitis was unknown. The patient was hospitalized for the event. A day after the onset, the patient was treated with vancomycin (1 gram, intraperitoneal but frequency was not reported) and amikacin (start dose, intraperitoneal but frequency was not reported) for peritonitis. At the time of this report, the patient outcome was unknown. Pd therapy was ongoing. No additional information is available.